Manufacturer narrative:
Date of event is estimated. A patient's system was autoreducing due to lead migration and high impedances was reported to abbott. Reprogramming was performed. As a result, the patient's leads were explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-14509. It was reported that the patient's system was autoreducing due to lead migration and high impedances. Reprogramming was performed. Surgical intervention may occur to address the issue. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Additional information received indicates that both leads had kinks.